Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that discoloration was noted on the cartridge tubing of multiple cartridges. Customer's blood glucose level was 120-200 mg/dl. Reportedly, customer continued to use the cartridges for insulin therapy.